Manufacturer narrative:
Additional information updated in section. Correction to the patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, reported that the patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
Device evaluation summary: two (2) batteries were returned for failure investigation. There was no visible distortion or damage was observed that may have affected the function of the battery. Battery level indicator showed 4 bars illuminated when the battery indicator button was pressed. The firmware of the battery was tested and verified to be correct. Using the test ventilator, each battery was inserted into the primary battery receptacle with no led¿s displayed. During power up, in normal ventilation mode, an initial primary alarm was prompted. The breath delivery unit (bdu) status display showed a red ¿!¿ for the primary battery receptacle indicating no charge. A review of the system diagnostic log showed: an alert code of "primary battery adc voltage out of range". By inserting the batteries into the test ventilator and duplicating the reported event, the battery was then connected to the bqwizard software for further analysis. Test results from the bqwizard showed that the reported event was likely due to a hardware short circuit (hsc). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and found the batteries not charging and the ac (alternate current) indicator dimmed when powered on. The se replaced the power controller distribution assembly board. When the ventilator was turned on smoke came from the new board. The se found a short in the graphic user interface (gui) board. The se replaced the gui board, the power controller distribution assembly board and two batteries. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down and would not turn on. Although requested, information pertaining to patient outcome (if applicable) has not been provided.

Manufacturer narrative:
Device evaluation summary: the power controller / power distribution assembly board and graphical user interface (gui) board were returned for failure investigation. The reported event of a ventilator shutting down and not turning back on was not specifically duplicated. However, the initial attempt to power on the vent with the returned ui board shorted out the ventilator battery and power distribution board and would not power on. Findings of the damaged c173 ui board and r6 power distribution board components are consistent with a power surge resulting from improper connection of the gui to backplane cable. Without additional information, the exact cause of the short cannot be determined. Information is provided in the future, a supplemental report will be issued.